Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case on the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump sustained cracks by the reservoir compartment. The customer stated that where the reservoir screwed in, the o-ring started to protrude because half of the plastic became brittle and broke. The customer did not know the blood glucose reading. She did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.